Event description:
The event involved a primary plum y-type blood set, 200 micron filter, clave secondary port, clave y-site, non-vented, secure lock, 110 inch. The reporter stated that the filter cracked. There was unknown patient involvement; harm was not reported as a consequence of this event. No further information is available.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. E1 - extension number - (B)(6).